Manufacturer narrative:
UDI: (B)(4). The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve, is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl is unknown but may be caused by the significant calcium in the annulus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 16 days post successful transseptal tmvr the patient was reportedly not doing well and paravalvular leak was suspected. Post initial implant there was mild-moderate pvl, which is now severe. The root cause is unknown. The patient was brought back to the cath lab and a plug was placed. Additional information was received, two plugs were placed and the leak was reduced from severe to mild; however, 19 days after placing the plugs the decision was made to balloon the valve with a 30mm non-edwards balloon, with no improvement. The physician decided to place a second sapien 3 valve within the first valve, with +5 cc, because the patient was still not "doing well". The physician was concerned that the leak was more than the patient could handle. After deployment there was no improvement. They re-ballooned with the delivery system with 2 additional cc¿s but still no improvement. Decision was made to end procedure and monitor the patient.

Event description:
Additional information was received indicating the patient died 4 days post intervention of nonobstructive mesenteric ischemia.

Manufacturer narrative:
The new information does not change the root cause assessment previously reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.